Event description:
After positioning catheter, guidewire was removed. Upon injection of contrast, a small amount of contrast was seen exiting the tip. Pva particles were injected, and patient began to feel a headache. Fluoroscopic view was expanded and clinician detected proximal extravasatiion to the left pca (opposite of where working). Catheter appeared to be prolapsed approximately 25cm from distal end into left pca. The vessel was perforated at the p1 segment of the pca. Clincian believes that it would take significant pressure to perforate the proximal segment of the pca. Patient vessel tortuosity was average. Tortuosity might have returned after guidewire was removed. Mirage guidewire was used, 3cc syringe for contrast injection. It was noted that clinician could not see the end of the catheter, even though radiopaque.